Manufacturer narrative:
(B)(4). Publication year of 2019. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the specific number of patients who had event of seroma which utilized the ethicon device (harmonic ace)? Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: the achilles heel of minimally invasive inguinal lymph node dissection: seroma formation. Authors: nicolas contreras; james w. Jakub. Citation: the american journal of surgery 219 (2020) 696e700; doi: https://doi.org/10.1016/j.amjsurg.2019.06.010. This retrospective study described the incidence of post-operative seroma and interventions attempted to reduce the complication in patients undergoing minimally invasive inguinal lymph node dissection (milnd). Between 2010 and 2017, 41 patients underwent 44 milnd (female=22; median age=54 years, age range=47 ¿ 61 years; median bmi=28, bmi range=25 ¿ 32). Harmonic ace (ethicon, blue ash) was utilized for dissection. Harmonic scalpel was used in 35 milnds and ligasure in 9 milnds. Reported complications included leaking blue channel which was controlled with clips and/or ligated, despite this, seroma still developed (n=3) and patients were discharged with large bulb closed suction; seroma formation (n=?) Which the patients had median volume of fluid drained from initial aspiration; recurrent seroma (n=?) Which requiring more than one aspiration, 8 required placement of an additional drain after initial drain removal and 3 underwent operative resection of the seroma cavity. In conclusion, seroma formation continues to be a common morbidity following milnd. Further research is needed to determine how seroma incidence can be reduced in patients undergoing milnd.

Manufacturer narrative:
(B)(4). Date sent: 10/14/2020. Additional information was requested and the following was obtained: what were the specific number of patients who had event of seroma which utilized the ethicon device (harmonic ace)? 17/35 milnd performed with the harmonic developed a postoperative seroma. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain harmonic scalpel did not cause the complication. The sealing devices did not prevent them.